Event description:
A customer reported an issue with a pump battery that no longer held a charge. There was no reported adverse impact to the customer¿s blood glucose level, as no specific blood glucose information was available. The complaint was confirmed, and the customer was advised to return the device for evaluation. Customer reverted to manual injection for insulin therapy.